Event description:
(B)(4). Moog pump programmed for IV pca hydromorphone 1mg/ml in 50 ml ns. Double independent checks done with 2 rns per policy and pump connected to piv in right arm. Bag secured in lock box with 2 rns. Pt and husband taught about pca safety features - lockout and only pt to press bolus button. Pt pressed button with rn in room and received first bolus dose, audible 2 beeps noted indicating bolus received. In approx 45 min, second rn noticed that sbp had dropped to 80's and pt denied any pain but was slightly drowsy. Np notified and order given to change interval from q 10 to 20 min. Program changed with 2 rns per policy. Med remained in lock box . Ten minutes later, third rn noted that brown light resistant bag was not on med bag. Upon placing the brown bag on the med bag the third rn noticed that entire bag was empty. Pump immediately turned off and tubing disconnected from pt. Primary team notified and at bedside. Narcan prepared and at bedside if needed. Pt was drowsy bp 84/59, hr 99, rr18, o2 sat 99% on 3l n/c. Medical and nursing team remain at bedside for continuous 1:1 monitoring for duration of shift and will continue on 7p - 7a shift in the ICU. Cc notified MFR to discuss event. The type of tubing used with device is being investigated in conjunction with the company's technical support staff. Event reviewed by clinical specialist. Pump, tubing, filter and bag (intact) taken to pharmacy to reconcile narcotics. Pharmacy checked program and agreed that pump was programmed correctly. Pump then turned over to biomed who will run the history of the pump. No evidence of tampering. Keypad and lock box secured per policy. Narcan bolus given twice and pt started on narcan drip. Vital signs stable. Mentation slightly sleepy. Pump history downloaded and sent to ICU specialist for review. Pump history confirms that the pump was programmed according to nursing's account - 1mg/ml conc, no basal rate, bolus only, 0.2mg bolus dose. The pump registered that 1 bolus dose was administered, and that the pt only requested 1 bolus dose. Biomed did not collect tubing as it contained medication. Pump is being tested and will be tested overnight; add'l testing will be done tomorrow. Timely and appropriate clinical interventions prevented further harm to the pt.